Manufacturer narrative:
Iridex responded to this incident (dated (B)(6) 2010) upon request from the FDA. The product was not returned. A review of the device history was conducted. The lot met our final acceptance criteria. Conclusions: two probes were returned for eval. One probe functioned as expected. However, the other probe had a resistor that was not electrically connected. (B)(4). The symptoms reported by the complainant however are most likely caused by a worn connector on the laser.

Event description:
User facility reports that laser probe had virtually no aiming beam. Replaced with another probe and surgery continued without incident. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was pars plana vitrectomy, membrane stripping, endolaser, air-fluid exchange, od. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.